Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of deformed packaging was confirmed; however, the root cause was not identified. The product returned for evaluation was five 22ga x 0.75¿ huber plus safety infusion sets. The samples were received in their original sealed packaging. Inspection of each sample revealed the formed plastic packaging to be deformed. One sample exhibited deformation severe enough that the tyvek lidstock separated from the flange at two points. The deformation was consistent with warping caused by prolonged exposure to high temperature conditions. It could not be identified; however, when/how that heat exposure occurred and whether additional environmental factors contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of rebs2462 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebs2462) have been reported from the same (B)(4) facility.

Event description:
It was reported that 5 packages were received with deformed packaging material. It was noted that one package had a sterile barrier breach, but the rest of the 4 devices did not. No patient involvement. This file addresses the fourth of the five packages.